Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote transmission, several oversensing episodes were observed. The patient came in for a in-clinic follow up and the oversensing episodes could not be seen and no lead damage was observed via x-ray. The device was reprogrammed to maximum sensitivity and the patient will be monitored through remote care. The patient was stable.